Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, when firing across the rectal stump, the surgeon attempted to fire the stapler with a black radial reload. The tissue was extremely thick and the patient had a previous stapled anastomosis. The handle cracked on the second squeeze and would not fire anymore. The second handle and new radial load did the same thing. The third handle and reload also cracked. The tissue and prior staple line were too much. As stated, the surgeon was able to press the green button and squeeze the handle on the three devices and they got another stapler and load to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. One reload was partially fired with the interlock engaged. The second reload was pre fired with staples protruding from the staple cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire and pre fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.